Manufacturer narrative:
The complaint device was received with its original pouch, loaded inside the hoop. Visual inspection revealed that the section between the flare and distal tip had slightly separated. Furthermore, it was observed the distal tip section was damaged and had bent approximately 7cm from the distal end. The device appears to have been in contact with a sharp or metal object, and additionally appears to have been pulled or pushed against resistance. The ptfe jacket showed no evidence of being damaged. The od of the device was measured at three locations and was within od specifications. A device history record review was performed and no deviation was found. No similar complaints have been reported for this lot. The exact cause of why this wire presented resistance during insertion could not be determined, since the device was within specifications. However, the tight interaction between the guidewire and the other devices could damage the distal tip section, therefore, the most probable root cause is "operational context". Due to the fact that complainant was comparing stiff shaft dreamwire with jagwires and hydra jagwires, it should be noted that stiff shaft dreamwires have larger core wire od than jagwires and hydra jagwires. Due to the stiff shaft dreamwire's larger core wire od, the ease of insertion would be different when comparing to smaller corewire od jagwires and hydra jagwires. It is also possible the physician was comparing the stiff shaft dreamwires and standard shaft dreamwires which, like the jagwires and hydra jagwires, also has a smaller core wire od.

Event description:
It was reported to boston scientific corporation that a physician had a general complaint that he was experiencing difficulty advancing stiff shaft dreamwire guidewires into devices for papilotomy. On (B)(6) 2011, the physician demonstrated this difficulty for a boston scientific representative. During the demonstration, a jagwire could easily be advanced through the accessory, however advancing the stiff shaft dreamwire was difficult. Several different accessories were used in the demonstration and the stiff shaft dreamwire was difficult to advance through them all. The customer alleges that they have used dreamwires since their launch in 2010. The difficulty advancing the dreamwire has only occurred in the two months prior to the demonstration. The customer has stopped using the dreamwire due to this issue. The customer uses jagwires and hydra jagwires without any difficulty. This event was a demonstration only and there was no patient involvement. *this event has been deemed reportable based on investigation results of the guidewire used in the demonstration. Investigation results revealed that the section between the flare and distal tip had slightly separated, making this a reportable event.